Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 38 stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified no stent damage. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination identified no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.75 x 38 synergy drug-eluting stent was selected for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.75 x 38 synergy drug-eluting stent was selected for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.